Event description:
It was reported that removal difficulties occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the guidewire was crossed, and the device was inflated. However, upon deflation, it became trapped in calcification and could not be removed. When the device was pulled with force, a portion of the balloon tore. The torn balloon fragment was successfully retrieved with a goose neck snare, and the procedure was completed by inflating with a new balloon. There were no patient complications.